Manufacturer narrative:
(B)(6). Manufacture date: january 11, 2017 ¿ january 13, 2017. A photographic sample was received for evaluation. The photograph showed a pool of liquid inside the device housing, however, the photo does not show clear evidence of "rupture" on the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue could not be verified from the photo that was received. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor burst. This was identified prior to use. The pump was filled with benzylpenicillin 14400mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.